Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the thoracoscopic lobectomy in the dissociated lung parenchyma, there was poor staple formation and the distal staple line was incomplete. Another device was used to complete the case. There was no patient injury.